Manufacturer narrative:
Patient and device codes have been updated.

Event description:
It was reported that the reason for the explant was ineffective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Therapy date is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-10488. It was reported that the patient had the whole system explanted on an unknown date. The reason for the surgery was not given.